Event description:
It was reported that the user experienced hypoglycemia after dinner and believed the ilet pump delivered too much insulin while the system was within its early learning period. Symptoms included low blood glucose requiring treatment. Outcomes included recovery to target range after oral glucose administration. Investigation included troubleshooting and education regarding the learning phase and insulin adaptation. Investigation of this case revealed no confirmed device malfunction, and the event was consistent with early use while the system refines insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.